Event description:
It was reported that the patient was unable to turn her implant off after she went into the hospital as she didn¿t have her equipment. As the implant was depleting, the patient stated she would feel stimulation if she laid a certain way. The patient had fallen twice when he got out of the hospital. The patient also had not been able to set her adaptive stimulation, and spoke with a company representative about it. It was stated that it was thought the implant moved after the position was oriented. Additional information was requested, if received a follow up report will be sent.

Event description:
It was further reported that the adaptivestim feature had been turned off. The patients stimulation was said to be responding appropriately.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).